Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors. Pump error alarm (variable 9) confirmed in the insulin pump history due to software error. The motor was tested outside of device and passed. Unit was received with minor scratches on case and minor scratches on lcd window.